Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The clinician at the hospital reported that the patient was admitted with chest pain and observation of dark colored urine. The patient reported to have power spikes and low flow alarms. Elevated lactate dehydrogenase (ldh), hemolysis, and a concern for pump thrombosis were noted. The patient's plasma free hemoglobin was at 154 during admission overnight and most recently was at 76.